Event description:
It was reported that the atrial lead exhibited noise. The implantable cardioverter defibrillator was programmed to vvi mode. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.